Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. After a battery change the insulin pump said no battery. The customer managed to restart their insulin pump after it was resting for two days. The act button responded occasionally. The customer reverted to a backup plan. Customer's blood glucose level was 14 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had unresponsive act and escape buttons due to corroded keypad traces. No battery alarm was noted. The insulin pump had a cracked display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.